Manufacturer narrative:
The complaint device was received and evaluated. Visual observations reveal that the sheath has considerable amount of bio debris on it. No structural damage was observed. There was no issue reported with the sheath in this complaint. Hence no further investigation is required. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during an acl procedure that the customer's intrafix peek tapered screw would not advance after about half way of being inserted. The screw started spinning, so the surgeon backed out both the sheath and screw and used another sheath and smaller screw to complete the procedure. There were no patient consequences.